Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a subcutaneous leak in the catheter was confirmed but the cause is unknown. The product returned for evaluation was a 4fr s/l groshong catheter. The catheter was returned with the stylet inlaid. The stylet appeared unremarkable to gross visual examination. The sample appeared free of residual material. When an attempt was made to flush the catheter through the stylet flushing adaptor, the sample was patent to infusion. However, a small bubbling leak was observed 0.2¿ distal of the 5cm depth marking. The bubbling leak became a spraying leak when the catheter was hydraulically pressurized. Microscopic examination of the leak site revealed four longitudinal impressions in the blue stripe of the tubing. The impressions on the tubing were jagged with a pattern consistent with the braids on the stylet. The tubing was cut by the investigator in this region so that the inner wall of the tubing could be examined. The damage on the inner tubing was more defined with surface holes located in a line with consistent spacing (consistent with the braiding on the stylet). The more defined damage on the inner wall indicated that the damage likely occurred from inside the catheter. The outer diameter, inner diameter, and wall thickness of the catheter were measured and found to meet the device specifications. It appears that the damage on the catheter was caused by the internal stylet. However, the exact mechanism that caused the damage is unknown. It is possible that the stylet was adjusted against resistance or that the catheter was compressed against the stylet during use. The IFU cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of redr3248 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported a catheter leak. No other information was provided.